Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for pluse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.

Event description:
Reporter indicated that the patient's vns therapy system was explanted due to infection. Good faith attempts are being made to obtain additional information and the explanted products.